Event description:
A home patient (hp) reported multiple incidents of dry minicaps. According to the hp the sponges were white in appearance indicating no evidence of povidoneiodine solution. Per hp there was no patient injury associated with these incidents.